Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had a successful lead replacement on (B)(6) 2025 with the hcp. Patient is doing well to the rep's knowledge.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the lead damaged was assumed to be issues removing the set screws and boot on the lead. The lead had not yet been removed. The rep was waiting to hear when the patient would be scheduled for lead replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremors. Patient came in for an extension and battery replacement in order to have an MRI. Upon explanting the battery, adaptor, and extension, the lead was damaged. Surgeon cut the connection point between the lead and the extension for explant. Lead remains implanted in left head. Surgeon to schedule removal of lead and new implantation surgery to follow. A manufacturer representative (rep) called to ask if a broken lead wire in a lead-only system has MRI compatibility.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: v319143); product type: 0200-lead; implant date (B)(6) 2010; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis identified that the conductor was broken at the proximal end of the extension. Analysis identified that there was a break in the insulation at the proximal end of the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension product ID 3389s-40 lot# v319143 serial# unknown implanted: (B)(6) 2010 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Revision surgery took place today. Surgeon disconnected extension and lead at head site. Lead impedance checked multiple times and all checks within normal limits. Extension replaced and existing neurostimulator remained. Impedances were all within normal limits at closure. Explanted product will be sent to analysis.